Event description:
It was reported that the customer had an unspecified cartridge issue where insulin drops were not seen exiting the tubing during insulin delivery. Customer's blood glucose (bg) level was 393 mg/dl. Customer addressed bg with a correction bolus from the pump. Reportedly, the customer contacted the healthcare provider to obtain an alternate method of insulin therapy.